Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump was not delivering insulin. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer's spouse stated that they gave correction with manual injection for the blood glucose. The insulin pump will not be returned for analysis.